Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The target lesion location and characteristics were unknown. The unspecified apex balloon was inflated and ruptured. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Upn corrected from unk21 to h7493895915250. Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at 21.8cm distal to the strain relief. A microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched from the distal edge of the distal markerband and extended proximally along the balloon for a total length of approximately 1cm. A microscopic examination of the proximal and distal markerbands could not identify any anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon rupture occurred.the target lesion location and characteristics were unknown. The unspecified apex balloon was inflated and ruptured. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).